Event description:
Caller stated that following c-section on 5/24/1993, she developed an infection and was hospitalized one week later. Culture results indicate e-coil as the source of the infection. Caller states the infection progressed and broke through the skin. Pt states she required intravenous administration of antibiotics to treat the infection.